Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the posterior tibial artery. A 2.0x220x150 (4f) fg sterling otw balloon catheter was selected for use. During atherectomy, it was noted that there was a low pressure at about 7-8 atmospheres and the balloon burst. Opticross imaging catheter was used on the actual console of the device and the image went black. The procedure was completed with another of the same device. No patient complications and the patients status is fine.